Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Healthcare professional additionally reported "breast shape deformation". Device has been explanted and replaced.

Event description:
Patient reported, right side rupture. Healthcare professional additionally reported, "breast shape deformation". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the posterior side assessed, as unidentified (tear) opening (shell thickness within specification). And more than three openings in posterior and anterior side assessed, as surgical damage. Visibility/palpability: unable to observe, since it is a medical event. And is not related to the device. Additional observations: creases are observed, wear abrasion is observed.